Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with paroxysmal atrial fibrillation in the remote magnetic navigation (rmn) group underwent radiofrequency ablation and suffered cardiac tamponade (requiring percutaneous drainage) due to inadvertent needle puncture of the left atrium wall. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿remote magnetic versus manual navigation for radiofrequency ablation of paroxysmal atrial fibrillation: long-term, controlled data in a large cohort¿ the purpose of this study was to study long-term outcome after pulmonary vein isolation guided by remote magnetic navigation and provided comparative data to outcome after manual navigation. The study was conducted between 1 january 2010 and 31 august 2012. Suspect device is an navistar rmt thermocool ablation catheter, however catalog and lot numbers are unknown.